Manufacturer narrative:
The device has been received. Device evaluation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. During preparation of the clip delivery system (cds), the gripper with the tactile marker was noted to not be moving correctly and stayed down on the shaft. The clip was repeatedly opened, closed and locked and unlocked. After all attempts the gripper still would not move correctly. The device was not used and there was no patient involvement. Two new cds were prepped and used to complete the procedure, reducing mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. The returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.